Event description:
Litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patients body.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patient's body. Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: 5 dec 2017: pfs and medical records received. In addition to what was previously reported, pfs alleges device failed causing injuries and patient suffered foot drop. After review of medical records for the MDR reportability, patient was revised to address pain. X-rays reported of slight lucency of right acetabulum. Patient had a congenital dysplasia. This complaint was updated on dec 14, 2017. Dor: (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records for the MDR reportability, it was reported that the patient was revised to address pain. Clinic notes reported discomfort, slight limp, slight tenderness and soreness.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.